Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced a lack of urethral closure, related to the development of urethral atrophy. The entire aus was removed and replaced with a new device. No additional patient complications were reported and the patient was set to fully recover.